Event description:
It was reported that a merlin.net transmission showed the device was post sensed t wave oversensing. The patient was asymptomatic. Reprogramming was recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that the device was reprogrammed addressing the previously reported post-paced t-wave oversensing. Non-sustained right ventricular oversensing and supraventricular tachycardia/vt episodes due to ventricular undersensing were now observed. Additional programming changes were recommended. Patient monitoring will continue.

Event description:
New information received states that another instance of post sensed t wave oversensing was observed. The patient was asymptomatic. Further programming changes were made.

Event description:
New information received states that a remote transmission showed episodes of non-sustained rv oversensing due to myopotential oversensing. The device reprogrammed. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).